Event description:
It was reported the leg extension failed. No patient injury was reported.

Manufacturer narrative:
Customer cancelled service call, claims problem was caused by operator error. System operates as intended.